Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as lot and part numbers were not provided. Based on the available information, a cause for the reported atrial perforation could not be determined. The reported patient effect of atrial perforation is listed in the mitraclip system instructions for use and is a known possible complication of mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.na.

Manufacturer narrative:
Date of event: estimated date. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The death referenced in is filed under a separate MFR report number. Article title ¿persistence of iatrogenic atrial septal defect after interventional mitral valve repair with the mitraclip system: a note of caution¿.

Event description:
This is being filed to report the atrial septal defects. It was reported through a research article identifying mitraclip that may be related to persistent atrial septal defects. Specific patient information is documented as unknown. Details are listed in the attached article: persistence of iatrogenic atrial septal defect after interventional mitral valve repair with the mitraclip system: a note of caution. No additional information was provided.